Event description:
It was reported during routine inspection, the subject device was not working. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The device evaluation found e226 error. The subject device will be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, the cause is link to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.